Event description:
Consumer reported the product was applied to one tooth in the afternoon. In the middle of the night, her mouth became painful and swollen and was accompanied by a fever. The next day, she saw a dentist who prescribed antibiotics and said, she could have died if she did not seek medical attention.

Manufacturer narrative:
Other. Consumer has not returned product to date, therefore, it could not be evaluated and no conclusions could be drawn.